Event description:
It was reported that the event involved a pre-op iab insertion in cath lab. Iab was inserted w/o incident. While in or on bypass, pump was running on internal when gas loss alarms were experienced. Volume decreased from 40cc to 20cc. All connections checked. As alarms continued, pump was shut off and back on. Later, gas loss alarms recurred and pump was exchanged. There were no associated patient complications reported.